Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/27/2025, a sales representative reported via (B)(4) that an abs-10060 angel centrifuge was occasionally giving an error message for the light sensor. When powered on and off, they can typically get it to go away. This occurred during use with no harm to patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged abs-10060 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed not cosmetics issues. Functional testing was performed to replicate the reported failure. The device reported outputs of 42ml platelet-poor plasma (ppp), 17ml rbc, and 3ml prp. The prp volume within the syringe was recorded as 2.5ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Please note that the prp had expected cellular foldx concentrations. The error could not be replicated. No problem found.